Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient was having a reaction to the 72r electrodes. The patient called and stated that she developed an itchy rash with bumps while using the 72r electrodes only. The patient stated that it started the 2nd day after she received the device. The patient wears the electrodes on her back. She is allergic to adhesive and stated that her lip swelled up and she went to the ER, and they gave her a benadryl shot. The patient stated that she would be following up with her doctor. The patient was advised to take a break in treatment and then to conduct a time test with 63b electrodes. The patient will call back with an update. The patient stated that she did not contact her doctor but will be calling them this week.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office and manufacturer site, and g6 type of report. Additional information: g3 date received by manufacturer, h2 if follow-up, what type, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The lot number is unknown; therefore the device history records are unable to be reviewed.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient was having a reaction to the 72r electrodes. The patient called and stated that she developed an itchy rash with bumps while using the 72r electrodes only. The patient stated that it started the 2nd day after she received the device. The patient wears the electrodes on her back. She is allergic to adhesive and stated that her lip swelled up and she went to the ER, and they gave her a benadryl shot. The patient stated that she would be following up with her doctor. The patient was advised to take a break in treatment and then to conduct a time test with 63b electrodes. The patient will call back with an update. The patient stated that she did not contact her doctor but will be calling them this week. The 72r electrodes were not returned for evaluation.